Event description:
It was reported that the patient experienced shock like sensations while stimulation was active. Program optimization was attempted and the patient reported satisfaction with the current therapy. There were no other complications noted and the device remains implanted and in use.